Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient's pinnacle acetabular cup and pinnacle metal insert were revised. They did not state the reason for revision. Doi: (B)(6) 2007, dor: (B)(6) 2009 (cup); doi: (B)(6) 2007, dor: (B)(6) 2009 (metal liner). Patient is a resident of (B)(6). Update 30 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges metal wear, metallosis, and fracture of an unknown component. Added law firm, dob, unknown hip implant. Doi: (B)(6) 2007, dor: (B)(6) 2007, (right hip); dor: (B)(6) 2009, (cup, liner). (B)(4): right hip 1st revision. (B)(4): right hip 2nd revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.